Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (b)(60 2019 late afternoon. The customer's blood glucose was 400 to 500 mg/dl at the time of hospitalization. Customer experienced vomiting, chest pain, shoulder and back pain. The customer was treated with intravenous fluids and insulin drip. Customer declined to perform a care link upload. Customer had a ketones as well. Customer was using insulin pump within 48 hours prior to hospitalization. The insulin pump will not be returned for analysis.